Manufacturer narrative:
(B)(4). Complaint sample was evaluated and the reported event was not confirmed. Visual inspection found the stem to be in pristine condition. No damage was observed. Dimensional analysis was conducted according to the inspection criteria. The measured overall length, porous gap and porous profile measurements conform to print specifications. Device history record (DHR) was reviewed and no discrepancies were found. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
This follow up report is being submitted to report additional information.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. This report is 2 of 2 mdrs filed for the same event/patient (reference 0001825034-2017-02112).

Event description:
During a procedure, the femoral stem sat proud after broaching. An alternative stem was attempted after broaching again, and it still didn't sit as expected. The surgeon felt the fit was acceptable and the procedure was completed without further incident. There was no significant delay reported as a result of the event.